Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.

Event description:
Per the clinic, the patient experienced a wound infection at the implant site. Subsequently, the patient was treated with oral antibiotics and oral steroids (date and duration not reported). The patient also underwent a surgical procedure to drain the infected site; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.